Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 128 mg/dl. Customer stated that he was sick, dehydrated and muscle cramps. Customer contacted his physician. The blood glucose reading at the time of the event was 490 mg/dl. Diagnosed diabetic ketoacidosis. Admitted to ICU. Hospital treated with insulin drip. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.